Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's wife states the pump turned off without notice. Customer's wife states inserted new batteries but pump did not turn on. No mention of trouble shooting. Advised cot pump is due back and they have to upgrade now, the replacement pump will not be sent.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.